Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted in 2015 (date was unknown). Reportedly, the reason for the explant was unknown.

Event description:
Additional information received identified the patient underwent surgical intervention (B)(6) 2019 wherein an ipg was implanted. Therapy was restored post operatively.